Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the act button on insulin pump was unresponsive. Customer's blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed displacement test and self test.